Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device had premature battery depletion. It was noted that there were high atrial outputs but it was still too early for the device to reach elective replacement indicator (eri). The device was explanted and replaced. Additionally, it was reported that the atrial lead had high thresholds. It was noted that the physician decided to leave the atrial lead despite the high threshold as it has been stable at that level since the past twelve months. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.